Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the reported difficulties associated with deploying the plunger and needle to cuff miss may include, but not limited to, interaction with patient anatomy (human tissue), or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, the angle was kept at 45-degrees; however, a cuff miss [suture retrieval issue] was noticed with two prostyle devices in a row. It was noted that the plungers of the devices were a "bit stiff to push". The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 15f sheath and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.